Event description:
It was reported that a user experienced loss of glucose readings on the ilet due to signal loss from a dexcom g7 sensor, after which readings resumed and the user stated they typically wait several hours for data to appear; a concurrent blood glucose value was 128 mg/dl. Symptoms included no adverse clinical effects. Outcomes included no impact on health status, no medical intervention, and no hospitalization. Investigation included internal review of device communication and data transmission behavior between the cgm and the ilet. Investigation of this case revealed intermittent communication loss between the cgm transmitter and the ilet user interface, with subsequent restoration of signal and data display, consistent with known cgm-to-ilet connectivity limitations. It was concluded, based on previously established findings for similar reports, that the cause was intermittent external communication interference or signal attenuation unrelated to a device malfunction.